Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® k2e 10.8mg plus blood collection tubes had the tubes/extenders with molding defects (non-cosmetic) that can be used. This event occurred 1000 times. The following information was provided by the initial reporter: ¿scratch on 10000 tubes. The scratch was on the same position.¿

Manufacturer narrative:
Investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for scratch on tubes with the incident lot was observed. Additionally, evaluation of the customer samples was performed and scratch on tubes was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® k2e 10.8mg plus blood collection tubes had the tubes/ extenders with molding defects (non-cosmetic) that can be used. This event occurred 1000 times. The following information was provided by the initial reporter: ¿scratch on 10000 tubes. The scratch was on the same position.¿